Event description:
Approximately halfway through the shoulder surgery the pump began to pump at a high rate. The hosp has had problems in the past with pumps overpressurizing and immediately shut the pump off. The pt's shoulder was opened to complete the surgery. The surgery was completed and there were no reported injuries or complications as a result of the pump overpressurizing.